Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Other evaluation (B)(4) erratic potassium results. Investigation summary: the investigation included a review of the complaint text, the instrument logs, the instrument history, and architect system labeling. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions and instructions on component replacement. Additionally the review of the instrument history showed another service ticket documented gel was found on the sample probe and the sample probe was replaced on (B)(6) 2009, the same date as this complaint issue. The fse performed a multipoint inspection of the instrument and performed the csystem checklist. The instrument performance was verified and the quality control values were within range. A review of the instrument logs and potassium attachments were performed. The message history log included data from (B)(6) 2008 - (B)(6) 2009 and revealed five error (B)(4): unable to process test, aspiration error occurred on the date of the incident. Possible sample integrity issue may have occurred to produce error (B)(4). Several potential causes of the issue were identified. Error (B)(4): unable to process test, aspiration error was documented multiple times on the date of occurrences. A possible cause for the customer's alleged incident on (B)(6) 2009 is sample handling or sample integrity. Based on the information available, the customer's architect c8000 analyzer was performing as intended. This is the final report.

Event description:
The customer states that a pediatric patient sample generated an alleged falsely elevated potassium result of 6.82 mmol/l. The sample was repeated yielding a result of 3.86 mmol/l. There was no report of adverse impact to patient management due to this issue.